Event description:
Ge infant incubator (B)(4) I am a biomed tech at (B)(6). We use general electric omni bed infant incubators in our nicu. The circulation fans on these devices have bearings that go bad in just a few months, and cause a loud hum that far exceeds the sound spec in the manual. Recently, our nicu staff have been focusing on keeping the area quiet, including removing a radio that never played very loudly, supposedly because of study that shows the area should be quiet for best infant development. On this specific device, I replaced the fan in (B)(6) 2015. Now, in (B)(6) 2016, I am replacing it again. When new, these fans measure around 40db on a sound meter, 4" above the mattress as specified by ge. This specific device measured 68db, after only 11 months of use. How long had it been out of spec before I found it? My concern is any negative affect this has on development of premature infants, between the moment the device exceeds the sound spec, and when the staff notice and report it, or I catch it during the annual inspection. Ge seems very unconcerned. Ge recommends an annual electrical safety inspection, but this fan will not make it 12 months before reaching a failing level. I've been replacing 2 or 3 a year for the same problem. I still have the product, but it has been repaired. I will keep this fan, and any others I find.